Manufacturer narrative:
The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). It has been reported that the device will be returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that the certas valve failed after implantation. The valve was implanted at another site ((B)(6)) and the patient in rehabilitation at this site. It was reported that unknown shunt failure occurred. A revision surgery was performed with a chpv. No further information was provided by hospital. The product will be returned to your site .

Manufacturer narrative:
The valve was returned for evaluation. The position of the cam when valve was received was at setting 2. The valve was visually inspected. The silicone housing was torn/cut around the siphon guard, and needle holes in the needle chamber were noted. The valve was tested for programming and passed the test. The valve was flushed; no occlusion was noted. The valve was leak tested and leaked from the needle holes in the needle chamber as well as from the cut/tear. The valve could not be reflux tested due to the damage silicone housing. The siphon guard was tested; no issues noted. The siphon guard was removed and the valve was pressure tested; the valve passed. The root cause for the tear/cut in the silicone housing is likely due to the user. As noted in the IFU silicone has a low tear / cut resistance. Previous investigation has concluded that silicone housing tears are not design related. In order for the housing tear to occur the user has to compromise the silicone through a nick or tear in order for the event to occur. Validation testing demonstrates a robust design. Testing has shown that if the silicone housing has been compromised, a housing tear is likely to occur. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.